Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06222 and 1627487-2015-06223. It was reported the patient's leads and ipg were poking out of her skin. The patient's physician closed the wound in the office and will continue to monitor the patient to determine if any further intervention is necessary to address the issue.